Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the hand piece overheated and gave a solid tone. The case completed with another hp052. There was no patient consequence.